Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called reporting a blood glucose (bg) of 301 mg/dl by fsl3+ and 251 mg/dl by bgm. He was advised that a 20% difference between devices is possible. The patient asked why his bg rose so high after breakfast. He reported eating bran cereal with ¾ of a banana and stated he announced a second breakfast to give himself more insulin. The patient was advised not to announce meals as a correction method, and he confirmed his trainer had also instructed him not to do so. He was counseled to allow the ilet system time to bring bg down. After a few hours, the patient¿s bg had returned to a normal range of 168 mg/dl. No symptoms were reported by the patient during the event, and no medical intervention required at the time of call.